Event description:
It was reported that the implantable neurostimulator (ins) had been depleted for over a year and the patient would like a replacement. It was noted that the patient had trouble charging because the recharger would not make contact with the ins. The patient could not remember when the recharging trouble started and was unsure what the exact recharging trouble was. It was reported that ¿they¿ sent her some things to try to resolve the charging problem. It was unclear who sent some things or what this referred to. It was later reported that the ins had not worked for over 2 years and it was still implanted but was not in service. It was noted that no one had confirmed that it was at end of service. Five days later, it was reported that no diagnostics were performed on the device and in (B)(6) 2013 the patient reported to her healthcare provider that she needed the battery replaced and was instructed to contact the manufacturer to report the issue. It was later reported that the patient was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative. It was noted that the patient did not have an appointment yet but had made contact with a healthcare provider¿s office.

Manufacturer narrative:
Concomitant: product ID 37742, serial# (B)(4), product type programmer, patient. Product ID 3708140, serial# (B)(4), implanted: 2007-(B)(6), product type extension. Product ID 3708140, serial# (B)(4), implanted: 2007-(B)(6), product type extension. Product ID 39565-30, serial# (B)(4), implanted: 2007-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the battery was replaced with an ultra restore sensor battery. It was stated that there was a follow-up on (B)(6) 2014. It was stated that the battery was at end of life. It was stated that the replacement was on (B)(6) 2014.